Event description:
Customer reported unexpected negative reactions when testing a patient sample with capture-r ready screen 3 (crrs 3) and capture-r ready ID (crrid) on the echo. Repeat testing also resulted negative.

Manufacturer narrative:
Review of results files: crrid and crrs3-all wells resulted negative, well images appeared non reactive with all cells, 4+ positive control. Color check images indicated insufficient plasma in the wells. Customer was unsure of the sample volume when testing was performed. The reactivity of the s antigen was confirmed on retention crrid lot id127 and retention crrs3 lot r084 with anti-s.